Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received an error message on the insulin pump. The customer's spouse reported that the insulin pump had a blank display. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's spouse was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.